Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed for the provided lot number 8274957. The review did not reveal any quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. To further investigate this issue, one physical sample was provided for evaluation by our quality engineer team. Through examination of the provided sample, it was observed that the safety device was semi-activated. Through further analysis of the product components, it was determined that the semi-activated safety device was most likely a result of inadequate handling before use. An exact cause related to the manufacturing process could not be determined. It is important to reference the instructions for use when using the saf-t-intima product. Our quality team will continue to monitor the manufacturing process for signs of this defect and other emerging trends.

Event description:
It was reported that an unspecified number of bd saf-t-intima IV catheters safety systems 22 g x 0.75 in. Experienced a safety mechanism failure prior to use. The following information was provided by the initial reporter: the product came with the partially activated needle safety device, the needle was below the introducer jelco, and cannot adjust due to the safety spring.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 8274957. The review did not reveal any signs of non-conformance during the production process and all quality inspections performed during the production process resulted in no defects detected. A shipment label was sent for shipment of the sample to our utah, USA sample location base; however, the sample unfortunately appears to have been lost in transit or misplaced. At this time our quality team is unable to complete a sample evaluation for this complaint. If the sample is located in the future, this complaint will be re-investigated. At this time, a root cause could not be determined for this incident.

Event description:
It was reported that an unspecified number of bd saf-t-intima IV catheters safety systems 22 g x 0.75 in. Experienced a safety mechanism failure prior to use. The following information was provided by the initial reporter: the product came with the partially activated needle safety device, the needle was below the introducer jelco, and cannot adjust due to the safety spring.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd saf-t-intima IV catheters safety systems 22 g x 0.75 in. Experienced a safety mechanism failure prior to use. The following information was provided by the initial reporter: the product came with the partially activated needle safety device, the needle was below the introducer jelco, and cannot adjust due to the safety spring.